Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited noise which inhibited pacing on a pacemaker dependent patient. Emi or myopotential oversensing was suspected. Programming changes were made and patient will continue to be monitored.